Event description:
The hospital reported that during a cholecystectomy a hook electrode 8383.423 was in use and the insulation has been damaged by hf-application. Because of that and to be sure that no insulating material has been lost in the pt, the surgeon has rinsed the complete abdomen. After the rinsing and visual inspection of the abdomen, no insulation material was found in the pt. The even has no negative consequences for the pt.

Manufacturer narrative:
Eval: the insulation of the hook electrode showed a large damage of insulation material. It appears that the insulation has been melted. As we want to perform a full investigation and we want to reconstruct and assess the occurrence, we have contacted the hospital and have sent them a questionnaire with necessary details. At this time, we did not receive the additional info from the hospital to assist with our analysis. As soon as we receive the info from the hospital and we have completed our investigation, we will send FDA follow-up additional info.